Event description:
The reporter stated the surgeon attempted to insert a 13.2mm micl13.2 implantable collamer lens but the haptic was broken. There was patient contact but no injury. The reporter stated the lens was damaged during loading.

Manufacturer narrative:
(B)(4): evaluation:results - visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned dry and there was evidence of clear surgical residue. (B)(4).